Event description:
Pt informed pharmacy that both of his pumps (B)(4) were stating high pressure alarm but infusing ok. He was nonsymptomatic confirmed drug was infusing. Pharmacy sent replacement pump just in case. No other info is known. Pt returning malfunctioning device. Spontaneous call. Dose or amount: 40nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2016 to na. Diagnosis or reason for use: i27.0.